Event description:
Tore the left atrial appendage. The appendage was friable per dr (B)(6). The tear was repaired by 2 felt strips with interrupted prolene sutures. Bleeding was controlled after repair. The amount of blood loss is unk. A blood transfusion was not required.